Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked during use. This complaint was created to capture 1 of 2 related incidents of the event. The following information was provided by the initial reporter: "I would like to report two new instances reported for our ¿leaky IV¿ investigation."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked during use. This complaint was created to capture 1 of 2 related incidents of the event. The following information was provided by the initial reporter: "I would like to report two new instances reported for our ¿leaky IV¿ investigation."

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause is undetermined.